Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
The complainant alleged that during biomed testing, the device had an internal air leak. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty 02 transducer on the smart pneumatic module. Analysis of reports of this type has not identified an increase in trend.